Manufacturer narrative:
Per evaluation from the manufacturer: during the technical investigation of the returned product, the issue described as "it doesn't go past the welcome screen" could not be reproduced. However, based on the findings, the error is still suspected to be caused by a problem within the application. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during an airway intubation procedure, the device's screen turned on and did not go past the welcome screen. There was a delay of a few minutes, the surgeon was able to complete the procedure with a different machine no negative impact in state of health reported.